Event description:
It was reported in additional information received on (B)(6) 2019 that the catheter fractured at the junction between the "catheter and the base". A radial cut down was needed for removal, however, the patient tolerated the procedure well. The patient is currently stable and has been transferred to another hospital for a condition unrelated to the line issue. There was no difficulty placing the catheter, and imaging was used during placement. Bedside ultrasound guidance was done by a resident who was experienced with ultrasound guidance placement. The patient's anatomy was not tortuous and blood was aspirated through the needle during placement. It was found that the device was in the subcutaneous tissue only after the catheter fractured. An attempt was made to quickly remove the catheter, however, it traveled deeper into the subcutaneous tissue. Fortunately, it did not travel all the way into the vessel. About 1mm of the catheter was sticking out of the vessel for it to be pulled out.

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, documentation, quality control data, specifications, as well as a review of trends for the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. It was concluded that the device aspect in question was visually and functionally inspected by quality control and no related gaps in production or processing controls were noted. The risk specification for this product includes the loss of use failure mode and identifies the risk controls that are in place to mitigate the risk of this type of failure. A review of the device history record could not be performed, as the user facility did not provide the lot information. Based on the information provided, no returned product and the results of our investigation, it was concluded that a definitive root cause could not be established. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: not exempt, preamendment.

Event description:
It was reported on a med watch sus report mw5085002 that the catheter of a radial artery pressure monitoring set was kinked. Immediately after placement of the arterial line, a reading was not present on the monitor. The catheter of the radial artery pressure monitoring set appeared to be kinked at the hub where tubing was connected. An ultrasound was placed over the access site. The catheter was seen in the vessel as well as the remaining end of the catheter in the subcutaneous tissue. A radial cut down was performed and the catheter was removed in its entirety. Additional information was requested regarding separation of the catheter, patient status, placement difficulty, patient anatomy and procedure details. No additional information has been provided at the time of this report.